Event description:
It was reported to covidien in 2009, that a customer had an issue with an insulin syringe. Customer reports that the last one of the off-centered needles she used came off in her skin after the injection. She was able to retrieve it with a pair of pliers.

Manufacturer narrative:
Submit date: 04/28/2009. An investigation is currently underway. Upon completion, the results will be forwarded.